Event description:
It was reported that a bonded set leak from the bonded threads on the hybrid set. It dumped about 90% of the dose so it was a substantial leak. There was no patient injury reported.

Manufacturer narrative:
Other text: h10: section d corrected to indicate what smiths medical product was believed to be involved at the time of initial submission on 16-aug-2022. Additional information was later received from the original reporter confirming this was not a smiths medical device.

Manufacturer narrative:
Other text: closed as non-complaint additional information was received by smiths medical/ICU via email, and this event was not related to a smiths medical product. Upon further review the customer determined that the there was no smiths medical device related to the event. The complaint will be closed. We were not made aware of any other manufacturer involved in the event as to inform them of this event.,